Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that an external pulse generator ran for an hour or two and then randomly shut off. The customer is expected to return the device to the manufacturer. There was no patient involvement.